Manufacturer narrative:
D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/26/2021. H.6. Investigation: customer returned a single 4mm, 32 gauge pen needle from lot 0350841. The pen needle was visually inspected prior to testing. The pen needle was found to have its cannula broken off on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the cannula cannot properly attach to the pen. As a result, the pen needle appears to be clogged during use. Based on the damage present, the needle breaking or potentially becoming bent may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, bd found that the pen needle had become broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The pen needle could also have bent under similar circumstances and forces. The root cause of the needle breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h.10.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were unable to prime and cannula broke off. The following information was provided by the initial reporter :   the consumer stated that no insulin flowed when priming 2 units and when the pen needle was removed the non patient end was broken. Date of event : (B)(6) 2021. Sample : yes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were unable to prime and cannula broke off. The following information was provided by the initial reporter :   the consumer stated that no insulin flowed when priming 2 units and when the pen needle was removed the non patient end was broken. Date of event : (B)(6) 2021. Sample : yes.